Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is not available for reporting. Date of event is unknown. Additional product code: kwq. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a t8 screwdriver shaft was stuck in a screwdriver handle on an unknown date. There was no addition to case time. There is no patient consequence. This complaint involves one (1) device.

Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales representative. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.